Manufacturer narrative:
No blood sample or electronic connection was available or possible.

Event description:
On (B)(6) 2017, a customer site, reported an unexpectedly negative antibody screen when tested on a manual capture workstation.